Event description:
A user facility returned the olympus asset high-definition lcd monitor to the olympus service center. Upon inspection and testing of the returned device, it was observed, the quantum board was noted to be faulty. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed: the housing had a cosmetic wear, and there was no serial digital interface (sdi) 1 image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 8010047-2022-09895 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.